Event description:
It was reported that the balloon of this artificial urinary sphincter herniated and the patient developed recurrent incontinence. The balloon was explanted and replaced. No further patient complications were reported.

Event description:
It was reported that the balloon of this artificial urinary sphincter herniated and the patient developed recurrent incontinence. The balloon was explanted and replaced. No further patient complications were reported.